Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off and its power could not be restored. Pump was being used for propofol infusion (dose, programmed amount and delivery rate unknown) on a pediatric patient who was being treated post-operatively in the cardio-vascular intensive care unit. No patient adverse reaction was reported but an unspecified intervention was required to preclude patient harm. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.